Event description:
The manufacturer became aware of an allegation that an amara view face mask interfered with a user's dental implants due to the magnetic clips. The end user used the mask september 2017 to september 2022 and began having dental issues in march 2020 and required a root canal. The user is unaware of what metal was used but states she has four implants and the one tooth never healed and was pulled june 2021. The user contacted her dme for a replacement mask, but they have none to offer so the user has replaced the magnetic clips with plastic clips and will continue to use this mask. No product will be returning. This mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66lbs/30kg) for whom CPAP or bi-level therapy has been prescribed. The user is warned, "consult a physician or dentist if you encounter tooth, gum, or jaw soreness. Use of a mask may aggravate an existing dental condition." The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
The manufacturer previously became aware of an allegation that an amara view face mask interfered with a user's dental implants due to the magnetic clips. The end user used the mask september 2017 to september 2022 and began having dental issues in march 2020 and required a root canal. The user is unaware of what metal was used but states she has four implants and the one tooth never healed and was pulled june 2021. The user contacted her dme for a replacement mask, but they have none to offer so the user has replaced the magnetic clips with plastic clips and will continue to use this mask. No product will be returning. The manufacturer previously reported this event as both an adverse event and product problem. After review, it is determined this allegation should have been a product problem only as there is insufficient evidence to pronounce a serious injury. The user has provided the lot number for the mask used. The manufacturer has updated section b1, d4, h1, and h6 in this report.